Event description:
The facility reports the resident was raised in the lifter. While in the lift, the jib disconnected from the mask causing the resident to fall to the floor the lift jib hit the resident in the mouth, resulting in an approximately 1/2" laceration, which was closed with dermabond. No other apparent injuries were noted. One aide was using the lift during the incident.